Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer that the false motor error alarm maybe cause by viewing the sensor glucose graph while the insulin pump was delivering a bolus. The troubleshooting was performed. The customer was advised to retrieve their insulin pump settings and returned the insulin pump with battery and zero out the basal rates. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.